Event description:
A (B)(6) sedated patient was positioned for an MRI examination of the ankle. After approx. 10 minutes into the examination, the anesthetist noticed that the pulse oxymeter register, positioned on the patient¿s index and middle finger, was down. When checking the patient, it was noticed that the index finger was purple and the middle finger white. The examination was stopped and the patient was taken to operating room, where it was decided that the middle finger needed to be amputated.

Manufacturer narrative:
(B)(4). Method, results and conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.